Event description:
Pt had intra-aortic balloon pump placed 7/31/96. By 8/5/96 pt's blood pressure had stabilized so attempted removal. Resistance was noted-pt taken to or for surgical removal. Large 3" x 1/2" dark red-brown substance noted within iab catheter. Sent to pathology for analysis.